Manufacturer narrative:
Two pouches and one inner tray with components of an embryo replacement catheter were received for evaluation. Visual inspection of the pouches found no evidence that they had been sealed. Packaging process consists of loading of inner tray with components into pouch and then manual sealing of open side of pouch. Based on fact that on returned samples there were no residues after thermotransfer process it is the most probable that the returned pouches were omitted to be sealed during packaging process. This has been determined to be the cause of issue, as the reported customer complaint was confirmed.

Manufacturer narrative:
Report source: foreign: (B)(6).

Event description:
Information was received that a the "pocket" on a smiths medical embryo replacement catheter, sure-pro, wallace, + obturator "is not closed. Not sterilized". No adverse effects were reported.